Event description:
It was reported by the dealer that the states unit keeps alarming after it is on for a little bit. Dealer does not have any additional information. Rental unit, no patient involvement.